Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d153atg, implantable cardioverter defibrillator, (B)(6) 2008; 694758, implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittently high impedance. It was also reported that when the right atrial (ra) lead showed fluctuated impedance at the same time as when the rv impedance goes high. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.